Manufacturer narrative:
This device has been received by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically placed in a male pt (age unk) in 2006. During the flushing of the device on the following day, the clinicians reported that leaks were observed both on the extension tube proximal to the suture wing and the catheter distal to the suture wing. The device was then successfully removed from the pt. The clinicians determined that it was unnecessary to replace to PICC in the pt. The complainant reported that there was no adverse effect on the pt as a result of the reported malfunction.